Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they need an MRI (magnetic resonance imaging) because they had a "stroke" that was caused by their implantable cardioverter defibrillator (ICD). The patient noted that they had called a few centers and the centers are refusing to scan them. The patient was informed that their ICD is not approved for scanning in a closed bore system when scanning their head. The patient said they have been having problems ever since they had this ICD put in and are thinking that they want it out. The patient stated being anxious and angry now due to all the problems since the ICD was implanted. The ICD remains in use. No further patient complications have been reported as a result of this event.